Event description:
It was reported that the right ventricular lead was oversensing, showed noise and had decreasing and odd changes in impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A 47 - ventricular nst <=210 ms between (B)(4)-2011 15:20:04 and (B)(4)-2011 07:55:13. Ventricular short interval count v-sic=204.3 counts avg/day, in 103 days, between (B)(4)-2011 07:17:26 and (B)(4)-2011 09:46:29. Weekly hv - lead measurement log data shows varying impedance for min hv-can, max hv-coil, min ring-coil, and min ring-can=51 to 1.31 ohms range between (B)(4)-2011. Weekly pacing lead impedance trend data shows spike decreases for min v.pace = 610 to 254 ohms minimum between (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.